Manufacturer narrative:
(B)(4).

Event description:
It was reported that nips testing was not available during active vt monitor zone, which is a normal device function. The user was not aware of that. The patient was given anesthetize and externally defibrillated during the vt. The device was reprogrammed. The patient was in good condition during the event.